Event description:
Following an open ventral procedure with implantation of a parietex composite mesh, during a post-op visit, the surgeon noticed a sepsis (infected incision), which did not respond to antibiotic treatment. During the re-intervention, the surgeon noted bowel adhesions to the mesh. It is not known whether the mesh was removed.